Event description:
Very severe pain, swelling, and redness of joint after second injection of euflexxa. There may have been a milder reaction after the first injection but it was transient. Pt has had multiple courses of treatment with similar drugs (both synvisc and supartz) with no adverse reaction. Pt is in such severe pain he cannot sleep or walk. Doctor advised to attempt to walk on leg anyway. Note: we attempted to report this event to the MFR, but they would not take the report. Dose: 2ml, frequency: 2 one week apart, route: 035. Dates of use: (B)(6) 2011. Diagnosis or reason for use: osteoarthritis knee pain.